Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 19. On (B)(6) 2025, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling and inflammation. No further patient complications were reported.